Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) performed (B)(6), 2010 on a (B)(6) male patient. According to the complainant, the balloon was inflated to all three sizes, 10, 11, and 12mm, with a one minute break between sizes. The complainant stated that a few seconds after inflation to the third size of 12mm water could be seen through the endoscope leaking out of the balloon. The balloon was removed from the endoscope and a tear was noted on the balloon. Additional information received confirmed that no fragments of the balloon detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) performed (B)(6) 2010 on a (B)(6) male patient. According to the complainant, the balloon was inflated to all three sizes, 10, 11, and 12mm, with a one minute break between sizes. The complainant stated that a few seconds after inflation to the third size of 12mm water could be seen through the endoscope leaking out of the balloon. The balloon was removed from the endoscope and a tear was noted on the balloon. Additional information received confirmed that no fragments of the balloon detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information from investigation results: review of the event description and the clinical follow-up information revealed the cre balloon was not used in accordance to the directions for use. Cre dilatation balloons are for use in the alimentary tract and are not indicated for used in the biliary duct as it was used in this event. Based on this information the complaint has been assigned a root cause of use/user error.